Event description:
I had a hernia repair 2002 with mesh called bard mesh perfix plug. I developed problems all in that area. Prostatitis, ic of the bladder, diverticulosis in the colon and now I am having a battle with lymphoma.